Manufacturer narrative:
This event occurred in (B)(6). Relevant retention material (lot 34964310) were measured with 1 native blood sample and 3 spiked blood samples. The native blood sample result was negative. The 3 spiked blood samples were positive. All results were within accordance of the testing plan. The customer returned 1 test strip, the patient sample and an additional blood sample. The required temperature conditions were not met. The patient sample was tested on an e411 analyzer at the investigation site with a result of 127.9 pg/ml. The additional blood sample could not be measured as the blood was partially clotted. One native sample was spiked with the patient sample and was measured with 3 retention strips from lot 34964310 and the one strip returned from the customer. All results were positive. The troponin t sensitive results with the retention material and the customer's material fulfill the requirements. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a false negative troponin t sensitive result. The patient presented with known angina pectoris and a suspected acute infarction. The patient was tested with the troponin t sensitive visual test strip and the result was negative. This result was provided to the clinician who questioned the result and sent a venous sample from the patient to 2 external laboratories for testing. The patient was sent home based on the negative result. Medical assessment of the event states that troponin t results have to be interpreted considering the patient's clinical symptoms as well as further diagnostic tests. The customer did not provide any further diagnostic test results for the patient. One single negative troponin t result does not rule out a myocardial infarction. Current guidelines recommend serial testing for troponin t and an EKG in case of an initial negative result in patients where acute myocardial infarction is suspected. Seven hours later one external laboratory result was returned with a troponin I result of 1267.20 ng/l. Troponin t and troponin I cannot be directly compared to one another as they are different enzymes. After the troponin I result was received, the patient was sent to the hospital where 2 stents were implanted and the patient was hospitalized. Medical assessment of the event states the device did not contribute to this 7-hour delay as other tests such as troponin t hs are available and should be used to diagnose myocardial infarction. The decision to send the patient home despite their clinical symptoms and the patient's known angina pectoris was the individual decision of the physician. On (B)(6) 2019 the 2nd external laboratory returned a troponin t hs result of 297.0 pg/ml. The test strips were requested for investigation.